Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of undersensing were noted on the device. Reprogramming was recommended to resolve the event but no intervention was conducted at this time. The patient was stable and will continue to be monitored.